Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve, the valve was placed too low and severe paravalvular leak (pvl) was noted. A 29 mm second valve was successfully implanted valve-in-valve reducing the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.